Event description:
It was reported that following the detachment attempt of the embolization coil, the coil did not detach. A second attempt was performed with an alternate detachment device without success. The coil was retracted partially in the aneurysm and microcatheter. A snare was used to retrieve the microcatheter and the coil together. Add'l time was required to introduce a new microcatheter. There was no clinical sequelae.

Manufacturer narrative:
The sample has not been received for evaluation. The root cause of this event could not be determined.